Manufacturer narrative:
The device was received for evaluation. During functional testing with a known good pump no alarms were encountered. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the contacts which can cause a shutdown without warning. Instructions were provided to the customer for proper cleaning of the battery module and it was recommended to replace modules within the customer fleet with extensive corrosion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module failed during use resulting in an "improper shutdown" of the unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.